Event description:
On (B)(6) 2012, the patient contacted animas alleging all keypad buttons were unresponsive when pressed. At the time of the call, the patient reported a blood glucose of 260 mg/dl and stated she felt tired. The patient denied developing any other symptoms suggestive of hyperglycemia. The patient was on backup plan. At the time of troubleshooting, the patient confirmed the rubber keypad was intake and there were no visible signs of the keypad peeling, lifting or tears. The patient's bg reading and reported symptoms do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged keypad issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be lifted near the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were found to be unresponsive; the down arrow and ok keypad buttons were intermittently unresponsive and required excessive force to activate. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The pump cover was removed and internal moisture was observed on the printed circuit board and internal components.